Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage. No cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 311 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.